Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a cubie issue. The field service engineer found no issues with the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie issue. The customer stated that an error: "hardware security: signed out" not recording medications when dispensed, a reboot must be done whenever the error pops out and this happened whenever the plastic top of the cubie is closed but the rest of the cubie is okay. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.